Manufacturer narrative:
(B)(4). Date sent: 4/10/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Device evaluation anticipated, but not yet begun. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? No. How was the leak controlled? Suturing. Is the current patient status known? Discharged as of now. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) 1 day extended hospital. Stay. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve surgery, staple line leak occurred. Patients hospitalization prolonged by 1 day.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2024. D4: batch # 505c61. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60b reload was received with no apparent damage, with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired.  Device history review a manufacturing record evaluation was performed for the finished device batch number 505c61, and no non-conformances were identified. Additional information was requested and the following was obtained: during the procedure, it was a methylene blue leak in a leak test. Quickly over-sewed. No patient consequences.